Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that a power on reset (por) condition was observed on the patient¿s device. The manufacturer representative reported a ¿0x0008 low voltage¿ por code, along with a ¿low battery¿ code. Troubleshooting steps were performed and the issue was resolved. The manufacturer representative was able to resolve the issue with normal charging and a physician mode reset (pmr) was not performed. The patient¿s implanted device was at 75-100% charge level at the time of the call. It was noted that the issue occurred in (B)(6) 2016. No patient symptoms were reported. Indication for use is spinal pain.